Event description:
It was reported that on 3 occasions, the defibrillator experienced a power-on reset (por) due to the patient's radiation treatments for lung cancer. It was also reported that the defibrillator has triggered its elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the defibrillator experienced three power-on resets (por) due to the patient receiving multiple radiation treatments for lung cancer. It was also reported that the defibrillator has triggered the elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event. (B)(6) 2011: it was later reported that the device was explanted and replaced due to the elective replacement indicator.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed and revealed that a power on reset (por) occurred 3 times between (B)(6) 2010 and (B)(6) 2010. Three patient alerts in occurred between (B)(6) 2010 and (B)(6) 2010. Analysis also indicates that the device reached elective replacement indicator (eri) on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.